Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received opened by the account. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube procedure, the surgeon could not fire device. They tried to replaced it with a new handle ,the firing was completed with no problem. When the sales rep checked and fired the alleged device, there was no problem occurred at that time. There was no injury caused to the patient and no medical intervention was required. The current status of the patient: no problem.